Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 28-nov-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a customer provided sterilization pouch. No handpiece was received. Visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and no issues that could have contributed or caused the complaint event were observed. Based on the returned condition of the lens no further evaluation could be performed. Complaint issue "explant", "glare surgical intervention required", and "halo vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issues could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dxw150 model intraocular lens (iol) was implanted into the patient¿s operative eye. The dxw150 iol was replaced with a diu150 20.5 diopter iol in a secondary surgical procedure due to complaints of glare and halos. There was no incision enlargement and no vitrectomy. Patient outcome post-lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown as information was not provided. The best estimation date is between on (B)(6) 2023 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.